Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported problem was not reproduced with the camera control unit alone. It is likely the reported issue occurred due to a faulty camera head that was used with the device. The camera head malfunction was reported on and investigated on medwatch patient identifier (B)(6). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus visera 4k uhd camera control unit was intermittently losing its image during a laparoscopic procedure. According to the initial reporter, the staff was able to carry on with the case after restarting the device, completing it without any report of patient harm. The 4k autoclavable camera head was also being used with the visera 4k uhd camera control unit. For details relating to that device, please reference report with patient identifier (B)(6).

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested for nearly 3 days and the user¿s report could not be replicated. If additional information becomes available following the device evaluation, a supplemental report will be filed.